Manufacturer narrative:
The insulin pump was received with blank display due to severly broken off battery tube threads preventing the battery cap to lock into battery compartment. Analysis was unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received cracked retainer, minor scratched display window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was cracked. No further details were provided. The insulin pump was returned for analysis.